Event description:
Implant date: 2005. It was reported that a revision surgery was performed to remove 5 set screws at the t12 - s1 levels. Apparently the set screws had become loose approximately six months post-op. The setscrews had backed out at left t12, l1, l2, and right t12, l1. During the revision surgery the surgeon extended the construct one level above and one level below the original hardware.

Manufacturer narrative:
Device was returned to the MFR for evaluation. A visial examination confirmed that the t12-s1 contruct with right side l5 level skipped. Rod shows evidence of an axial slip due to the loading that may have occurred. Left t12 shows some evidence that the rod may have been short. The l5 screw shows evidence that rod may have not been seated into the implant head fully. Product(s) appear to have been made to print. Unable to determine the cause of the event.